Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the limited information provided and without the return of the device for evaluation the root cause of the reported migrated screw cannot be definitively concluded. It has not been communicated if a revision surgery will take place to correct the migrated screw. It¿s likely that the shifting of the compression screw is due to poor bone healing or securing of the fracture. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after surgery, it was found on x-ray image that compression screw moved from its implanted position. Details are not available at this moment.